Manufacturer narrative:
Concomitant products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2016, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2016, product type: lead.

Event description:
A consumer implanted for complex regional pain syndrome type ii reported around (B)(6) ¿two leads broke off in their neck¿ so they had the leads replaced on (B)(6). During that time the consumer also had the implantable neurostimulator (ins) replaced due to battery depletion. It was unknown if the consumer revered completely following surgery. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.